Event description:
It was reported that a patient underwent a ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade / cardiac arrest that required cardiac massage and pericardiocentesis. Approximately three hours after the start of the ablation, after the lv (left ventricular) ablation, approach was made to rv (right ventricle). At the time of three or so ablations conducted from rv, blood pressure dropped. Pericardial effusion was checked immediately by echocardiography, and pericardial fluid was confirmed to be accumulated. Blood pressure decreased more and cardiac arrest occurred. Cardiac massage and pericardiocentesis were performed with the administration of vasopressor. Subsequently, heart rate and spontaneous circulation returned. Patient improved however required extended hospitalization, the patient was admitted to the ICU after the procedure. Because of the increased acidosis, meiron was administered. No steam pop was confirmed. No error messages observed on biosense webster equipment during the procedure. The physician's opinion on the cause of the adverse event is patient condition. The fact that the low voltage area was extensive suggests that the cause was most likely related to the patient condition. The possibility of the product or procedure being the cause is extremely low. Relevant past medical history includes old myocardial infarction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-jan-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31404921l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).